Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted that the device was returned in safety core. Visual inspection shows no anomalies. Device memory shows that on the day of explant, 41 joule shock sent the device into a shorted lead, then three oscillator mis-match faults occurred followed by the device entering safety core. An x-ray showed that the plasma fuse is open. The device is designed to open up the plasma fuse if it shocks into a shorted lead.

Event description:
Boston scientific received information that during a normal device change out, a fracture to another manufactures defibrillation lead was noted. The chronic lead was connected to this implantable cardioverter defibrillator (ICD) and a 41j shock was delivered and an error message indicating a shorted lead condition had occurred. The device had reverted to safety core with one zone shock therapy with vvi pacing at 72 ppm following the shock. The ICD and lead were explanted two days later. No adverse patient effects as a result of the lead revision procedure were reported.